Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt contacted lifescan in 2008 and alleged that her one touch ultra2 meter was reading inaccurately high. The pt reported that the alleged issue first occurred on the same day at 11:30 am. She had obtained a result of 15 mg/dl (result was verified in the meter's memory). She also reported that she had experienced low sugar symptoms (specifically symptoms not provided) after taking medication (type/dose not provided) due to the alleged high result. However, she reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. The pt was not tested on any other device. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl) the pt's testing technique was reviewed to be correct and she was also cleaning the puncture area properly. It was also determined that the pt had rec'd redirected test strips (package indicated that they were for mail order only). This complaint is being reported because the pt alleged that she experienced symptoms of low blood glucose after the reported issue began. The pt did not receive any medical attn. She was comparing the alleged high result to her normal reading/feeling. Replacement products were sent to the lay/user pt.